Manufacturer narrative:
This event was determined to be supplemental; the investigation findings will be reported under MFR # 2916596-2020-05615.

Manufacturer narrative:
A direct correlation between the patient's outcome and heartmate ii left ventricular assist system (lvas), serial number (B)(4), cannot be conclusively established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away at home. The death was not considered to be device related and the device operated as expected.